Event description:
It as reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the device cannula. The following information was provided by the initial reporter: "foreign body in the cap".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-feb-2022. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photograph which displayed a foreign matter therefore confirming the reported issue. In addition, one un-retracted unit from lot number 0279674 was received. Upon inspection of the received unit the foreign identified in the photo investigation was confirmed on the catheter tubing. Spectral analysis identified the foreign matter as polyethene. Polyethene is a known material of the bottom web material and plastic bags used in the manufacturing environment. Pieces of either of these materials would result in the flexible, featherlike light weight foreign matter observed on the device and could get introduced prior to cover placement. However, as the package was opened there is possibility that the foreign was introduced in the clinical environment. Due to common nature of foreign material observed, it cannot be determined with certainty whether the foreign was introduced during manufacturing or in the clinical environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It as reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the device cannula. The following information was provided by the initial reporter: "foreign body in the cap."